Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix could not be retracted on the right ventricular (rv) lead. The lead was not implanted and a second rv lead was attempted; however, the helix could not be retracted on that lead as well. The lead was not implanted and a third lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent inside the sleevehead. No further helix function test possible. If information is provided in the future, a supplemental report will be issued.